Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an rt266 infant dual-heated evaqua2 breathing circuit had rainout issues while in use. No patient harm was initially reported, however further information provided on (B)(4) 2014 was that "condensation from circuit entered patient's ett and lungs". No further patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt266 circuit was not returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is based on our knowledge of the product and the information provided by the hospital. The hospital reported that the unheated extension tube was being used. Use of this extension can cause condensation under more challenging operating environments as warm humidified gas enters the unheated extension prior to reaching the patient interface and can lead to some cooling and condensation. It must also be noted that the rt266 infant breathing circuit is designed to provide humidification for flows of 0.3 - 4 l/min, as stated in our user instructions. For high flow setups the rt265 infant breathing circuit, which is designed to humidify flows of >4 l/min, should be used. Condensate in the humidification system is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple setup and environmental factors. (B)(4). The user instructions that accompany the rt266 breathing circuit state: check breathing circuits for condensation every 6 hours and drain if required. The use of circuit/chamber combinations not recommended by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction, and harm to the patient/user. The hospital has informed us that they have since curtailed use of the unheated extension tubing in order to address the condensate issue.